Event description:
The customer's mother reported via phone call that the customer's insulin pump alarmed motor error during a bolus. The customer's blood glucose was 512 mg/dl. The customer did not recall any significant events leading to the alarm. The customer confirmed that the insulin pump was not exposed to a strong magnetic field or a magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. The customer did not return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.